Event description:
On (B)(6) 2010, the pt proceeded to the operating room for removal of a non-functioning right subclavian infusa-port catheter, and placement of a right internal jugular lifeport - infusa-port. On removal, it was noted that the catheter was frayed and broken. An intraoperative imaging study identified a portion of the catheter in the atrium. On (B)(6), she underwent successful localization and retrieval of the retained portion of the infusa-port catheter. There were no adverse effects.